Event description:
A customer in the united states notified biomérieux of a false positive cefoxitin screen result when testing a patient isolate with the vitek® 2 ast-gp67 test kit (ref 22226, lot 1321103103). Alternate testing via pbp2a obtained negative results. Cefoxitin screen = pos (resistant). Oxacillin - mic = 1 (aes modified to resistant). Pbp2a test = neg. Testing was performed in duplicate with vitek® 2 ast-gp67 test kit (lot 1321103103) and obtained the same false positive cefoxitin screen results. The customer reported that there was no patient impact and the discrepant result was not reported to the physician. The pbp2a negative result was reported. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal investigation was performed for a customer report of obtaining a discrepant positive cefoxitin screen (oxfs) for a staphylococcus aureus patient isolate using vitek® 2 gp67 test kit, lots 1321068203 and 1321103103. Additionally, oxacillin (ox) resulted susceptible with mic's = 1.0 on all cards tested and led to a therapeutic correction to resistant. Alternate testing included pbp2a which was negative. The customer also submitted raw data and is at vitek 2 software version 8.01. The customer is utilizing tsab w/ 5% sheep's blood agar. The submitted customer strain (912083) was subcultured to tsab and identification was confirmed as s. Aureus via vitek gp ID card testing (lot 2420839403). A second subculture was performed and testing included ast-gp67 cards from the customer's lots (1321068203 and 163110103) and a random lot (1321040103), as well as agar dilution (ad) and cefoxitin disc diffusion testing, the reference methods for ox and oxfs formulations found on this card. Alere pbp2a was also performed. Internal vitek 2 testing for all lots resulted in a positive oxfs and also a resistant ox mic >/= 4.0. Alternative reference method testing resulted in a positive cefoxtin disk screen result of 8mm and a resistant ox mic of >32 (r). Additionally, pbp2a testing was positive. R&d graph review of customer data showed good growth observed in the oxsf well but poor growth in the ox wells, for all three replicates. To summarize, the customer's ox mic result was not reproduced nor was the customer's negative pbp2a testing. However, the resistant oxfs was reproduced. Internal vitek 2 testing was in both categorical and essential agreement with reference and alternative testing methods and cards are performing as expected. Note, while the customer's susceptible ox was not reproduced internally, ox mic testing alone is not always adequate to detect resistance. Therefore, the cefoxitin screen test is used in conjunction with oxacillin, in order to have optimal methicillin resistance detection. Both vitek 2 ast-gp67 lots # 1321068203 and 1321103103 met final qc release criteria.